Event description:
Related manufacturer report number: 2017865-2022-42997. During an in-clinic follow-up for a pacemaker dependent patient, a loss of capture was observed on the right ventricular (rv) channel and episodes of noise resulting in oversensing were observed on the right atrial (ra) channel. The physician was unable to determine if the reported electrical anomalies were due to the device or the implanted leads. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.